Manufacturer narrative:
One medfusion 4000 pump was returned for the evaluation of the reported issue. The device was received with deep scratches on the keypad. A DHR, device history review was not performed because the results of the complaint investigation do not indicate a problem with the manufacture of the device. No causes or potential causes of the customer's reported problem were found during the review of service and repair records. The event log showed no error message which related to any problem of main pcb and check clutch error. To further investigate, a functional test and occlusion test was performed. Customer reported problem was not duplicated. All the function testing were performed and main pcb was carefully inspected, no problem was found. Main pcb operate as intended. Occlusion was performed multiple times, and the lead screw and both clutch halves were carefully inspected and no evidence of wear and tear. Lead screw and both clutch halves were operate as intended. The keypad was replaced for physical damage.

Event description:
Information was received regarding a medfusion 4000 pump. It was reported that the device clutch was worn out. Customer would like the clutch on the pump to be inspected. There was no patient, or clinician injury associated with this event.